Event description:
On 09/11/2025, the user¿s caregiver reported that the user experienced elevated blood glucose (¿high¿ on ilet, fingerstick 419 mg/dl) after the infusion site was accidentally removed. The user replaced the site and cartridge before contacting beta bionics. A meal had been announced shortly before the event. Follow-up confirmed bg 317 mg/dl and trending down. The user was comfortable and required no medical care. No leaks, kinks, or device issues were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.